Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer slides for drawer 5 were broken. The customer reported that the drawer did not close fully and that, upon removing the back panel, the drawer slide was damaged and protruding. When the drawer was pulled out, a piece of the slide broke off, spilling ball bearings. Although the drawer was eventually closed, it sat offset on the drawer below and intermittently failed. The customer noted that this was a high use pyxis unit and required prompt repair. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-nov-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer slide was broken. The field service engineer (fse) replaced two slide rails on drawer 4, checked rail operation, and tested the drawer. The fse also replaced the position sensor on drawer 4, latch sensor and latch inseparable, performed drawer tests and the verified sensors functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.